Event description:
It was reported by the customer's biomed that the device had two fault codes logged in memory indicating a potentially critical failure. There was no report of pt use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. The therapy pcb assembly was replaced and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed assembly and determined that the cause of the reported failure was an ic chip, designator u34, on the therapy pcb assembly.